Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent "look different". The device was removed and the struts were found unraveling. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.